Event description:
It was reported that a patient underwent a total knee arthroplasy on (B)(6) 2012 and surgical sealant was used. The patient experienced mild contact dermatitis and erythema surrounding the incision. The surgical sealant was removed and the patient was prescribed sulfadiazine. The wound healed nicely and all erythema has resolved without any further treatment.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The customer reports the following possible batch numbers: batch egb536 mfg date: 06/08/2012, exp date: 06/30/2014.